Event description:
It was reported a doctor who was also the patient asked about the material composition of a biopatch. He reported he has a peripherally inserted central catheter (PICC) line and the biopatch was placed. He reported he "has had a lot of itching around the site; think he may be allergic to the chg component." Add'l info was requested numerous times by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.